Event description:
Reprocessed ethicon babcock grasper has different identification numbers on packaging than on instrument itself. Dates of use: 2009 - 10 minutes. Diagnosis or reason for use: acute appendicitis.